Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the duckbill out of its intended position. One potential cause for the damage found may be the snagging of an instrument during insertion; however, an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the duckbill valve was detached off and fell into the patient when a forceps was inserted through the device. The duckbill valve was retrieved from the patient, so no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.